Event description:
Falsely elevated insulin-like growth factor (igf-1) results were obtained on three patient samples on an immulite 2000 instrument. The patient's igf-1 results were lower with kit lots 460 and 462, and increased with kit lot 480. The results were reported to the physician(s), who questioned the results. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The cause of the falsely elevated igf-1 results is unknown. An urgent field safety notice (ufsn), ufsn 4005 - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in november 2012. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2012-00394 was filed on (B)(4), 2012.(B)(4) 2012: additional information: the corrections and removal report (crr) was filed with the FDA on (B)(4), 2012. The crr number is 2432235-11/28/2012-007-c.